Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the implanted device is dead. Pt clarified it is not stimulating. Patient stated they charge every day and the ins charge goes down immediately, but now the ins is charged, but they are feeling sharp pains now which was an indicator that something was wrong with the therapy. Patient upped the amperage on the settings and there is nothing - pt cannot feel any stimulation. Agent had patient connect to the ins and patient verified that stimulation is on. Patient stated they are on group a. Patient reported that they twisted wrong and it made pt double over in pain for about a week now. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt stated on the call that their rep was calling them and the call disconnected.

Event description:
Additional information was received from a patient (pt). It was reported that they were not sure what the circumstances were that led to the reported issue. It just quit, changed on a regular basis, no other changes. The patient stated that the manufacturer representative (rep) was able to get it working again. They worked with the rep two times to get the right areas affected to get the level of stim bumped up and moved around a bit. After the second time moving the areas that needed stimulation, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.